Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that during the spaceoar placement procedure, the placement was performed under local anesthesia. The perirectal layer was thin, making it difficult to confirm the needle tip location. After hydrodissection of the perirectal space with saline was performed, the first attempt to place the hydrogel caused a white halation, and there was resistance. Based on this, the procedure was redirected to the dorsal side of the prostate. On the second attempt to place the hydrogel, it flowed into the rectal wall. A third attempt was performed, and the hydrogel seemed to expand slightly. However, only the deep area behind the seminal vesicle expanded slightly, and the prostate dorsal side did not expand. There were no patient complications as a result of this event.